Event description:
As reported by the affiliate, during an implant procedure of a paradym rf crt sonr with rv lead vigila, ra lead sonrtip, and lv lead celerity 2d75, a cordis steerable guidewire 0.014", was used to introduce the lv lead celerity 2d75. The guidewire was introduced in the coronary vein and then the lead celerity 2d75 was inserted over the guide. When the lead was placed in the proper site, the guide was withdrawn and when removed, it could be seen that the tip of the guidewire was frayed. In the x ray images, it is observed that about the last centimeter of the distal tip of the guide was cut/broken and is entrapped around the tip of the lead. The lead celerity 2d75 is pacing properly. Pacing threshold 0.75 v. Impedance about 350-380 ohms. According to the physician, this guide is too soft. There is no information regarding the age and gender of the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the 3500 medwatch report that was sent on (B)(4) 2013 was sent inadvertently with the completed product analysis. This medwatch report is the final report with the completed complaint conclusion and final analysis. As reported by the affiliate, the tip of an atw wire was found separated after inserting a left ventricle lead. The separated piece was left inside the patient. No other information was provided. During an implant procedure of a paradym rf crt sonr, with rv lead vigila, ra lead sonrtip, and lv lead celerity 2d75, a cordis steerable guidewire sgw atw .014 j floppy 195cm was used to introduce the lv lead celerity 2d75. The guidewire was introduced in the coronary vein and then the lead celerity 2d75 was inserted over the guide. When the lead was placed in the proper site the guide was withdrawn and when removed it could be seen that the tip of the guidewire was frayed. In the x ray images it is observed that about the last centimeter of the distal tip of the guide was cut/broken and is entrapped around the tip of the lead. The lead celerity 2d75 is pacing properly. Pacing threshold 0.75 v. Impedance about 350-380 ohms. According to the physician this guide is too soft. There is no information regarding the age and gender of the patient. An image showing a small portion of the distal tip of the wire was what seemed to be touching the distal tip of the lead. There were no other images showing insertion or withdrawal of the wire. One non-sterile atw guidewire was received coiled in a plastic bag. The sample was inspected and it was found bent at 6.5cm and 135cm from proximal end, also a kink was found at 180cm from proximal end. Coil tip was found unraveled. No other anomalies were noted. The guidewire was observed under a microscope and it was noted that coil tip was stretched and fractured. Product was sent to sem for further analysis. Sem analysis results showed that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10085381 (cordis lot f0112043). (B)(4). The failure reported by the customer as 'distal tip fractured-separated' was confirmed, during analysis coil tip was found unraveled/stretched and fractured. However sem results indicate that excessive force was applied to the product which provoked the coil tip fracture. The cause of the other damages found on unit could not be conclusively determined; analysis and DHR review indicates that device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the coronary and peripheral vasculature. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to 'never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, 'if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available for review, there are possible procedural factors (interaction with lead) that may have contributed to this event. Neither the DHR nor the product analysis indicate that that this failure is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported by the affiliate, the tip of an atw wire was found separated after inserting a left ventricle lead. The separated piece was left inside the patient. No other information was provided. During an implant procedure of a paradym rf crt sonr, with rv lead vigila, ra lead sonrtip, and lv lead celerity 2d75, a cordis steerable guidewire sgw atw .014 j floppy 195cm was used to introduce the lv lead celerity 2d75. The guidewire was introduced in the coronary vein and then the lead celerity 2d75 was inserted over the guide. When the lead was placed in the proper site the guide was withdrawn and when removed it could be seen that the tip of the guidewire was frayed. In the x ray images it is observed that about the last centimeter of the distal tip of the guide was cut/broken and is entrapped around the tip of the lead. The lead celerity 2d75 is pacing properly. Pacing threshold 0.75 v. Impedance about 350-380 ohms. According to the physician this guide is too soft. There is no information regarding the age and gender of the patient. An image showing a small portion of the distal tip of the wire was what seemed to be touching the distal tip of the lead. There were no other images showing insertion or withdrawal of the wire. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the coronary and peripheral vasculature. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to 'never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, 'if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Without the product available for analysis, no determination regarding potential contributing factors could be made. However, procedural factors (interaction with lead) may have contributed to the event. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.